Manufacturer narrative:
(B)(6). Evaluation of the device indicated that the handle and forceps were broken apart, no sign of drill bit on the 2.5 diameter wire. As part of the investigation, stock was checked and no deviations were found. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered I the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: n/a. (B)(4).

Event description:
The device (part #cev560) was returned to mxi svc and repair.